Event description:
Ivac programmed correctly at 15.5 ml per hour. Pump infused 250ml in 30 mins. Pump did not alarm until air in bag alarm. Pt given reversed agent with satisfactory outcome. No prolonged hospitalization due to the event.